Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the sensing electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a pharmacist advised to use cerave lotion and his doctor recommended hydrocortisone cream. Patient also used eucerin on his own. Follow up indicated that the cream is helping with the skin irritation.